Manufacturer narrative:
Unit passed displacement test. Pump received with cracked battery tube threads, broken reservoir tube lip, cracked case display window corner, stained end cap sticker and stained address, serial number label. The p-cap does not lock into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack on reservoir side and damaged retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.